Manufacturer narrative:
The insulin pump buttons functioned properly. No damage in the keypad assembly noted and no unlocked display keypad connector and no cosmetic damage noted during visual inspection.

Event description:
Customer reported via phone call that their insulin pump is not working. The blood glucose reading is unknown. Customer states that buttons of their insulin pump is not working either.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.